Manufacturer narrative:
Additional information: b5-the reporter indicated that the surgeon implanted a 12.6 mm vticm5 12.6; -11.00/5.0/104 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was reported that the patient has low vaulting. On (B)(6) 2024 the lens was exchanged for a longer lens. This resolved the problem. Cause of the event was the device. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). It was reported that the patient has low vaulting and there is a planned lens removal and replacement. Lens remains implanted.